Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom as the evaluation experienced constant load set messages. The message were found to be caused by a missing upper latch switch trigger on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported there was no patient injury.